Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based on the investigation result, information related to the occurrence of the suggested phenomena could not be confirmed. Thus, a presumed cause could not be identified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.